Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which revealed a stretched proximal shaft that prevented the balloon from inflating. The manufacturing records were reviewed, all lot release testing met specifications. A review of the complaint database identified no additional complaints received for this reported lot number. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath is most likely related to user handing prior to use. The performance of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the distal right coronary artery with heavy calcification. The 3.5 x 15 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The trek was advanced without issue and inflated 3 times to 14 atmospheres (atm); however, the balloon was difficult to deflate. After several re-inflation and deflation attempts, the trek was able to be deflated and was removed from the patient, without resistance. It was noted that the contrast media mixing was visipaque 320 mixed at 50% with saline water and the balloon was let under negative pressure during 15 seconds. A new trek balloon was used to treat a lesion in the mid right coronary artery, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.